Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-05-03 the representative reported that the specific event date was not known. The actual residual volume was not made available to the representative. The expected residual volume was 3.7 ml. The cause of this volume discrepancy was not known. The patient did not experience any symptoms. The patient was reported as ok and had pain relief and no adverse effects.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign manufacturing representative regarding a patient in (B)(6) who was receiving an unknown drug via an implantable pump. It was reported that more drug was reoved from the pump than what was expected

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.